Event description:
It was reported that a clinician witnessed a patient who was on an autocat2 wave bend their leg greater than 45 degrees. The patient's leg was straightened, but the nurse noticed frank blood in the drive line tubing. Arrow clinical support recommended that they clamp the drive line tubing and prepare to assist the md in removal. It is not known if re-insertion was performed. The iab was inserted sheathless. There were no reported patient complications.